Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced blood glucose levels that did not exceed 180mg/dl. A system check was performed and insulin was observed exiting the infusion tubing during the delivery of a test bolus; an additional occlusion alarm occurred during the bolus delivery. No damage was noted to the cannula. During a follow-up, it was reported the customer received multiple occlusion alarms during bolus deliveries. Insulin drips were observed exiting the infusion tubing during the load fill tubing sequence. The contact stated all supplies would be changed using supplies from new boxes and a new vial of insulin. The contact reported the customer would continue to use the pump for insulin therapy.